Manufacturer narrative:
1. DHR/bhr review (lot#5167919): 1) this batch of products were assembled at intima ii auto line 2 in jul 2025 and packaged at r240 and cfs package line in jul 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the catheter batches used in this batch of products are 5115274, 5115273 and 5080034. Review the incoming inspection results, no abnormalities. 2. The customer provided four photos but did not return the actual complaint unit. The photos show that the complaint unit is size 24g and indicate the approximate location of the catheter break. However, the fracture surface of the catheter cannot be clearly identified. The pinch clamp is in the clamping state, and there is light blood return in the front section of the extension tubing. 3. Take a retained sample of this batch to conduct the relevant functional tests of the catheter. 1) 45psi leakage test was carried out, and no leakage was found at the catheter. 2) catheter pull force test was performed, and the test result was within the product specifications. 4. Root cause analysis: 1) the pinch clamp is in the clamping state, and there is light blood return in the front section of the extension tubing, indicating that the catheter broke during the non-infusion period after the tube had been sealed. 2) the catheter break occurred very close to the catheter hub. If the catheter had already been damaged before puncture, leakage would certainly have been detected during the pre-infusion checks or during infusion. According to the feedback from the hospital, the breakage was discovered only after two days of indwelling, indicating that the product was in good condition before and during use. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos show the catheter break. However, because the fracture surface is unclear and the complaint unit has not been received for further inspection and analysis, so the root cause of the catheter breakage cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6), the patient received intravenous therapy via a 24g indwelling needle. During the morning shift handover on (B)(6), the exposed stump of the indwelling needle and missing heparin cap were discovered. The needle cap and stump were immediately removed. The needle tip was not found. Immediate examination of both upper limb veins revealed a foreign object at the original indwelling site on the left upper limb. A vascular surgeon was immediately consulted for removal. The wound was sutured and covered with sterile gauze under pressure.